Event description:
The customer reported a false positive antibody screening test of a patient sample on tango optimo. The false positive reaction could be caused by a carry over, because the patient sample that was processed before the affected sample had an anti-d. A field service report confirmed that the instrument is running according to the specifications w/o any indication for malfunctions. A carryover event cannot fully be excluded since it was shown that a sample strong pos. For anti-d that was claimed to be tested upfront the complaint samples is able to affect two subsequentially pipetted saline samples to react positive in an antibody screen (testrun). However the situation as reported by the customer and partially comprehended by the data and result image printouts makes a carryover appear very unlikely. Three patient samples that had caused false positive reactions were sent to us for investigational testing, but none of the supposedly defective product has been returned. Therefore our quality control laboratory tested the three samples. One sample yielded a strong positive antibody screening test with d positive red cells. The other two samples reacted clearly negatively when tested separately. The retained anti-human globulin anti-igg solidscreen ii sample was tested with different controls and samples. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported a false positive antibody screening test of a patient sample on tango optimo. A field service report confirmed that the instrument is running according to the specifications without any indication for malfunctions. A carryover event cannot fully be excluded since it was shown that a sample strongly positive for anti-d that was claimed to be tested upfront the complaint samples is able to affect two subsequentially pipetted saline samples to react positive in an antibody screen (testrun). However, the situation as reported by the customer and partially comprehended by the data and result image printouts makes a carryover appear like almost impossible. We are still waiting for the patient samples and the supposedly defective product. Therefore, our quality control laboratory tested the retained sample of anti-human globulin anti-igg solidscreen ii with different controls and samples. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.